Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that a "low flow to blanket" alarm with an external loop connected to the blanket connectors occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.